Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV cannula system safety mechanism was broken. The following information was provided by the initial reporter: "nurse found the safety clip in the packaging prior to cannula insertion. She thought it was just an extra piece. She went ahead to do insertion, when pulling out the safety mechanism, needle was exposed. That is when she realized that the extra piece was the safety clip. No needle stick injury was reported."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd nexiva¿ closed IV cannula system safety mechanism was broken. The following information was provided by the initial reporter: "nurse found the safety clip in the packaging prior to cannula insertion. She thought it was just an extra piece. She went ahead to do insertion, when pulling out the safety mechanism, needle was exposed. That is when she realized that the extra piece was the safety clip. No needle stick injury was reported."